Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the navigation system were evaluated by medtronic personnel, however they provided no additional insight into the reported issue. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a catheter based procedure, the navigation system exited the cranial application software without prompt from the user. Restarting the navigation system resolved the reported issue and the surgery was completed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Product and unique device identification (UDI) updated to proper value.